Event description:
An endeavor rapid exchange (rx) drug eluting stent was implanted in the distal rca during the index procedure. It is reported that the patient expired approximately (B)(6) post index procedure. The patient had been hospitalized several times, at a different facility before death. It is reported that the cause of death was cardiopulmonary arrest.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death). (B)(4).

Event description:
It is reported that ivus revealed an 80% in-stent restenosis in the distal rca and a 75% stenosis in the mid lad approximately 8 months post index procedure. The patient underwent repeat revascularization with cutting balloon angioplasty and placement of an endeavor stent in the distal rca and an endeavor stent was also placed in the proximal lad. The death certificate listed the cause of death as cardiorespiratory arrest secondary to carcinomatosis and cancer of the lung.